Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation with a pentaray nav catheter and the patient experienced pericardial effusion that required pericardiocentesis. A small pericardial effusion was noticed at baseline using ice (intracardiac echocardiography). When looking at ice prior to ablation, it was noticed that the pericardial effusion had grown. It was unknown if the patient had any visible symptoms. The patient was still stable so ablation was performed and completed. The medical intervention provided to the patient was a pericardiocentesis that was performed following ablation. The last known patient status was stable.

Manufacturer narrative:
On 3-may-2026, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).